Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracyd of 1-2mm. The surgeon was using an endoscope and continued the procedure. The procedure was completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient files/exams/scans not returned to manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative checked out the system and found it was fully functional. The system has been used successfully in cases since. Unable to replicate reported issue.